Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and performed visual inspection. Found one of the three sensors with needle bent at the sensor base. The two remaining partial sensors performed bicarbonate buffer test, and both sensors passed per specification with accurate readings. Unable to confirm the customer's pain/discomfort complaint due to the customer not returning the needles. Only the sensors. Also, found two cannulas bent. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Event description:
It was reported that the customer's insulin pump was alarming that he had low blood glucose. The customer also received the sensor error alert. The customer further mentioned that he had been receiving large differences in his sensor glucose and blood glucose readings. The customer's sensor glucose was 50 mg/dl when his actual blood glucose was 170 mg/dl. Troubleshooting was done. Advised that replacement sensors and supplies would be sent. The customer received the displayable history crc check failed on startup alarm as well. Nothing further reported.